Event description:
It was reported that the lead exhibited lead noise with inhibition of pacing during a follow up in clinic. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient. The patient will continue with routine follow-up.